Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. One test strip was returned for investigation. The returned test strip was measured with a retention meter and retention control. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.4 inr. The obtained qc value was in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated she received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 6:22 a.m., a sample from the patient was tested using the meter, resulting with a value of 5.9 inr. At 6:26 a.m., a sample from the patient was tested using the meter, resulting with a value of 6.7 inr. At 7:27 a.m., a sample from the patient was tested using the meter, resulting with a value of 7.3 inr. The patient did not use alcohol to prepare her finger for sample collection when collecting samples for meter measurements. The patient called her doctor and was told to go to the hospital to have her inr checked. At 10:00 a.m., a sample from the patient was tested in the hospital laboratory using an unknown method, resulting with a value of 5.4 inr. The patient was sent home and told to withhold her medication starting on friday (B)(6) 2020 and through the weekend based on the 5.4 inr value. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly, every friday.